Event description:
It was reported that during the cleaning process, an unknown clear substance leaked from the pneumatic drill. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was damaged and leaking oil.